Event description:
Reporter stated that patient obtained blood glucose results of 7.3 mmol/l, and 2.3 mmol/l, and 1.7 mmol/l, within 4 minutes when testing on the accu-chek mobile system. Reporter noted that, at the time the results were obtained, he was experiencing symptoms of hypoglycemia. Although reporter did not indicate what actions, if any, patient took to correct hypoglycemic symptoms, no adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.